Event description:
Customer reportedly obtained results of 91mg/dl, 170mg/dl and 118mg/dl on the advantage system within 10 minutes. An additional comparison was reported where the customer tested 83mg/dl and 150mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info given to indicate where comparisons performed.